Event description:
It was reported that the customer received an rf failure alarm on her insulin pump. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: a64 alarm noted and unable to communicate with meter due to faulty y1 on rf board. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. (B)(4) 2014.